Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/8/2020. Additional information: d4, h4, h6. Additional h6 patient code: 1154. A manufacturing record evaluation was performed for the finished device batch phb938, m654g55 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of the index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? What were current symptoms following the index surgical procedure? Onset date? What was the appearance of the suture during the second procedure on (B)(6) 2019? Other relevant patient history/ concomitant medications? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a CABG procedure in 2019 and sternal wire was used. On an unknown date, post procedure, the suture broke. The patient will be returning to the operating room on (B)(6) 2019. Additional information has been requested.